Event description:
Report provided by the end user states that they have been experiencing itching underneath the lower half of the wafer. States that there are no open or weeping areas under the wafer. Uses an adhesive remover; protective wipes; vinegar and water wipes on gauze and rinses with plain water. The end user states that the itching starts immediately after putting the wafer on and continues until it is removed. Using an ostomy powder also. Will send a suitable wafer for the end user to try and request that the end user calls back if new samples do not resolve the issue. The patient's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.